Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 06sept2019. Philips fse (field service engineer) discovered external o2 cell was inverted; cord was strained and pulled where sensor plugs into monitor. Fse performed a visual inspection, auditory inspection of gas leaks and 20 minutes of 100% o2 without fail. Unit passed performance verification tests after the repair was complete. This MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Event description:
Customer reported high o2 alarm. No patient involvement.